Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed reboots had occurred. The rebooting was preceded by a replace battery alarm. The voltage in the black box was low. The battery compartment was cracked alongside of the pump. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no alarms or power issues. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump keeps alarming replace battery and the user cannot maneuver through the screens even after changing the batteries. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.